Event description:
Technical services received a call on 04/20/2011 from sales rep have noise on channel with isomterics and can be reproduced sensitivity at 0.5 at a and 1.0 on rv. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).